Manufacturer narrative:
Follow-up #1: date of submission 03/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: during investigation, the display screen had a pinkish contrast. Unrelated to the original complaint, the returned battery cap had stripped threads. A test cap was used for testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was dim/fading. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.